Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/17/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and there was a sterility compromise. Due to a defect in the internal packaging of the product, contamination of the product occurred at the time of opening. Upon receipt, the catheter was visually inspected and no damage was observed along the catheter. However, its original packaging was not returned, therefore the packaging defect could not be verified. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged catheters from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed because the packaging was not returned. Based on this, it could not be identified whether the issue is related to an internal or an external cause.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and there was a sterility compromise. Due to a defect in the internal packaging of the product, contamination of the product occurred at the time of opening. A new catheter was used. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is MDR reportable because a packaging defect that compromises the sterility of the product exposes patients to the possibility of the introduction of microorganisms into the vasculature. This could lead to an infectious process, bacterium, or sepsis. This may result in the need for additional medical intervention, and potentially may lead to permanent injury or impairment.